Event description:
It was reported that noise was observed on the atrial channel which caused auto mode switching episodes. The noise could be reproduced with provocative manouvers. A follow-up was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.